Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation; clarification is need regarding if the device only showed an inoperative error message, or if it also could not product sound.

Event description:
The customer has advised the unit is coming up with speaker malfunction. They have swapped speaker assembly with another unit and issue was resolved. Philips is sending a speaker assembly replacement to the customer. At the time of the report, it was unknown if the device only showed an inoperative error message, or if it also could not product sound.

Event description:
The customer has advised the unit is coming up with speaker malfunction. They have swapped speaker assembly with another unit and issue was resolved. Philips is sending a speaker assembly replacement to the customer. At the time of the report, it was unknown if the device only showed an inoperative error message, or if it also could not product sound. A philips remote service engineer (rse) spoke to the customer and confirmed the speaker malfunction. A good faith effort (gfe) was sent to obtain additional information regarding the nature of the event (if device was being used on or off the network, or if there was any audible sound), however these facts are unknown. Additional information was received indicating that the device was not in clinical use at the time the issue was discovered. The customer was provided a replacement part to resolve the issue. The speaker assembly shipment to the customer was confirmed. It has been concluded that no further action is required at this time.